Event description:
Note: this report is one of two complaints that occurred during the same procedure. Refer to MFR report# 3005099803-2009-01480, for details of the other device. It was reported to boston scientific corp in 2009, that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure one day prior. According to the complainant, the clip would not advance from the sheath. The device was not in a retroflex position. A second resolution clip device was utilized, which presented difficulty releasing from the cable. The second device was used to complete the procedure. Although the complainant indicated that there was a 1 to 5 minute delay in the procedure due to these event, there were no complications to the pt. The pt's condition at the conclusion of the procedure was reported as "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The cause of the reported event is unable to be determined.